Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2: device evaluation: block h11: investigation results the device returned and it was found during visual inspection that the teeth were damaged, the slack was not taken up and the handle had evidence that the loop was secured to the post. Also, the seven bands returned separated from the housing ligator and they were found in good condition. Additionally, a picture was provided by the customer, however, is not related with the reported issue. The reported device code was confirmed. The condition of the teeth damaged is consistent with factors related to procedural use, handling, or insertion technique, which may have affected the performance of the device during band deployment. The evaluation also found that the instructions for use were not followed, since the slack was not taken up and the trip wire was not secured to the handle, which can interfere with proper engagement of the deployment mechanism. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit, however, it was found that the slack was not taken up from the handle slot. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a evl banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the doctor made two attempts, but the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a evl banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the doctor made two attempts, but the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.